Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 8.8 cm. With full breached outer insulation degradation 4.5 - 4.7 cm from the connector pin. Procedural damage was also noted. No conductor fractures of internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.